Event description:
It was reported that this left ventricular (lv) lead) was part of a system revision due to infection and pocket erosion. Reportedly, the patient experienced discomfort, pain, dehiscence and fever. There was no additional adverse patient effects were reported. This lv lead was explanted.